Manufacturer narrative:
No radiographic or CT images provided for confirmation of alleged event. Examination of the ex-planted lock screws found an absence of markings that typically indicate final torque off was met. Torque handle test records are within the normal operating range required to meet final torque requirements. Review of the complaint statement and information received all suggest the screws were not final tightened. No additional investigation can be conducted at this time. Labeling: "...care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument (reference surgical technique)..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct..." "...all set screws should be final-tightened with the counter- torque and torque t-handle. Do not final-tighten through compression instruments in the set, as the rod may not be able to normalize to the tulip..."

Event description:
On (B)(6) 2018 a patient underwent a t9-l1 posterior fixation extension with no reported issues. On (B)(6) 2018 the patient was experiencing pain and noise. CT images reveled 3 lock screws backing out at t9-t10 levels. On (B)(6) 2018 a revision procedure was performed where the three lock screws were replaced without a reported issues.